Event description:
Additional information was received from the field service engineer (fse) stating while trying to start testing, the cart apparently was registered to another account. The original device had a power problem. There was no patient involvement.

Manufacturer narrative:
Previous information sent "ma" was incorrect. There is no other remedial action for this file. Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported flickering and incorrect readings with the intraoperative aberrometer during cataract surgery. Additional information has been requested.

Manufacturer narrative:
A company representative performed an on-site assessment and replaced the processor to resolve the reported issue of the system powering on. However, there was no indication of readings/measurement issues with the aberrometer, and servicing was not performed on the aberrometer. The system was then tested and found to meet company specifications. As the aberrometer was found to meet specification, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).